Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/01/2014: the device was returned to animas and evaluated by product analysis on 03/03/2014 with the following results: no defect was found. Visual inspect confirms keypad button cover is intact to the base with no evidence of peeling. Testing confirms all keypad buttons are responsive as normal with no evidence of contamination under the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.